Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this device and right ventricular (rv) lead exhibited sensing issues on the rv channel. Additional information was received from the representative stated the patient experienced a four second pause leading to syncope. The device was reprogrammed and the issue was resolved. At the time of the event, this device remains in service. No additional adverse patient effects were reported.